Event description:
It was initially reported to target that during a renal shunt procedure, a diamond vortx coil jammed in the fastracker-18 catheter. When the catheter was removed, it was found to be kinked. However, upon eval on 02/04/2000, it was found that the catheter was actually torn at its distal end. This event did not cause any complication to the pt, who was reported in good condition after the procedure.